Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system would not prime and had lack of suction before a procedure. The procedure was started and completed. There was no patient involvement.

Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported event, but did clean the glass. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 7, 2014. Based on qa assessment and a review of the manufacturing records, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)4).